Event description:
A physician reported a pt who was initially skin tested in 1999 with negative results. In 1999, the pt was treated at perioral and perinasal wrinkles, and at the glabella. The procedure was without event. On an unk date, the pt noticed induration and erythema at the treatment sites on the face, and induration at the skin test site (forearm, right or left not provided). On 24 aug 1999 and 9 sep 1999, the pt was examined and the physician noted the same symptoms at the same sites. On 29 sep 1999 the physician injected kenalog at the skin test site, but not at the facial treatment sites. The diagnosis was hypersensitivity.